Event description:
It was reported that at the time of the patient's implantable pulse generator (ipg) change, a previously capped right ventricular (rv) lead was explanted. This rv lead had been taken out of service in 2007 for a non-specific product issue. At the time of the current procedure it was reported that there was no additional information available with regard to specifically why the lead had been taken out of service at that time. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.